Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fifth firing, with a blue reload, no buttressing material, the staples fired on the inner row on the stomach side weren't formed into complete b's and the staple legs were sticking straight up. The doctor decided to leave the staple line, as is, no over sewing. There were no patient consequences reported.